Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. The bg was addressed via manual insulin injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.